Event description:
The reporter indicated that a 12.1mm vtich 12.1 implantable collamer lens of -2.50/4.5/114 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. The replacement lens resolved the problem.

Manufacturer narrative:
G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Clam# (B)(4).

Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. D4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only". Claim# (B)(4).